Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated by the distributor. The distributor evaluation confirmed that the rear response button was intermittent. The cause for the failure was isolated to a crease in the rear response button flex cable. The root cause for the creased flex cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not working properly.